Manufacturer narrative:
An event regarding crack/fracture involving an unknown stem was reported. The event was confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review with a clinical consultant indicated "confirmation of event: I can confirm that the patient had a left cemented total knee arthroplasty with a ts revision system with patella resurfacing since I was able to see an x-ray with the prosthesis in place. I believe I can confirm that there was a disruption of the femoral stem at the junction between the threads and the boss since I was able, I believe to see a linear disruption. Fine detail was obscured. I cannot confirm that the patient had a primary implant since I have no information nor an operation report for the revision type prosthesis. Root cause analysis: the cause of this event cannot be determined with certainty. The contributing causes fracture/breakage of a femoral stem at the boss at the thread level are multi-factorial including surgical technique, especially cementing technique, sizing, and positioning, and choice of type of implant to cement. The patient factors including activity level, lifestyle, and bmi. Implant factors could play a role however I believe contributing to the event was the off labeling usage of the stem by cementing a press fit stem. It is for this reason that I cannot sign any causality to the implant with certainty." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to a fractured stem. A review with a clinical consultant indicated "confirmation of event: I can confirm that the patient had a left cemented total knee arthroplasty with a ts revision system with patella resurfacing since I was able to see an x-ray with the prosthesis in place. I believe I can confirm that there was a disruption of the femoral stem at the junction between the threads and the boss since I was able, I believe to see a linear disruption. Fine detail was obscured. I cannot confirm that the patient had a primary implant since I have no information nor an operation report for the revision type prosthesis. Root cause analysis: the cause of this event cannot be determined with certainty. The contributing causes fracture/breakage of a femoral stem at the boss at the thread level are multi-factorial including surgical technique, especially cementing technique, sizing, and positioning, and choice of type of implant to cement. The patient factors including activity level, lifestyle, and bmi. Implant factors could play a role however I believe contributing to the event was the off labeling usage of the stem by cementing a press fit stem. It is for this reason that I cannot sign any causality to the implant with certainty." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left knee was revised. The threads of a 17x100 pressfit stem, which had been cemented in, broke off inside of the femoral component. The stem, size 2 ts femur, and 2x16 ts insert were revised to a size 3 ts femur with augment, stem and extender, and a 2x13 ts insert. Rep confirmed there were no allegations against the revised insert. Rep reported that images can be provided. Otherwise, no further information will be released by the hospital or surgeon.

Event description:
It was reported that the patient's left knee was revised. The threads of a 17x100 pressfit stem, which had been cemented in, broke off inside of the femoral component. The stem, size 2 ts femur, and 2x16 ts insert were revised to a size 3 ts femur with augment, stem and extender, and a 2x13 ts insert. Rep confirmed there were no allegations against the revised insert. Rep reported that images can be provided. Otherwise, no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.